Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the right ventricular (rv) lead exhibited placement difficulty and poor sensing and thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.